Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a painful anterior vaginal wall mass.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This report is follow up 02 being resubmitted as follow up 02 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(4) 2014. Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4) ¿ bowel/bladder problems; undefined recurrence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent urethral diverticulectomy and cystourethroscopy.

Event description:
It was reported that the patient concurrently underwent urethral diverticulectomy and cystourethroscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent urinary incontinence and urinary tract infection.